Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Date of event is estimated. Additional components potentially involved in the event include: common device name: lead, model:3186, UDI: (B)(4), serial:(B)(4), batch: a000111809.

Event description:
It was reported that one of the patient's leads migrated. The issue was confirmed via x-rays. Surgical intervention took place wherein the lead was replaced restoring therapy.